Event description:
Philips received a report notification via the danish medicines agency. Problem description as follows: "the patient had an unpleasant experience during an MRI scan on (B)(6) 2024. She felt dizzy and a burning sensation in her whole head and neck, eyes, face, and mouth. Tingling throughout her body, especially in her hands and arms. Itching all over her body. Involuntary twitching and tremors; inside the scanner, experienced a dry face, mouth, and eyes. After scanning, the patient felt confused, ended up in the wrong place, didn't feel that her brain was working, was forgetful afterward. Drained of energy, restless and stressed, itching throughout her body, especially in the neck. Burning sensation especially in the head and neck. 2. Day, a lot of headaches and pain in the joints and muscles. Tension throughout her body. Itching and sleep disturbances. The 2 things haven't gone yet. Skin problems." It is not known if the patient's symptoms have fully resolved or, there was any treatment required. Based on the available information and out of abundance of caution, we decided to be reported this event.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed. Initial findings: based on available information, we could not confirm the system information (catalogue item identifier, serial number) other than it was ingenia 3.0 t. At this moment, we do not have confirmation that there is a philips system at this customer and if the customer information is correct.

Event description:
Philips received a report notification via the danish medicines agency. Problem description as follows: "the patient had an unpleasant experience during an MRI scan in july 2024. She felt dizzy and a burning sensation in her whole head and neck, eyes, face, and mouth. Tingling throughout her body, especially in her hands and arms. Itching all over her body. Involuntary twitching and tremors; inside the scanner, experienced a dry face, mouth, and eyes. After scanning, the patient felt confused, ended up in the wrong place, didn't feel that her brain was working, was forgetful afterward. Drained of energy, restless and stressed, itching throughout her body, especially in the neck. Burning sensation especially in the head and neck. 2. Day, a lot of headaches and pain in the joints and muscles. Tension throughout her body. Itching and sleep disturbances. The 2 things haven't gone yet. Skin problems." It is not known if the patient's symptoms have fully resolved or, there was any treatment required. Based on the available information, this issue has been determined to be a reportable event.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was not confirmed. To investigate the issue further additional information was requested from the provided contact. Unfortunately, despite several reminders, no additional information could be provided. This event is not assessable due to insufficient information the sequence of events and clinical information. A review of the risk management file was performed and it was concluded that the information provided is not sufficient to assess the risk of this incident. Additional findings: based on additional information received, the customer information and device identifiers (catalog item identifier) adjusted, and the device serial number added; customer information adjusted as well.